Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt believed one of her devices may have been turned off. The pt was able to push the implantable neurostimulator (ins) on button while on the phone for one ins. The beep was heard, and the pt reported a change in feeling. The pt was unable to verify the lights on back. Further info received reported that when checking status lights, a yellow status light was seen for both devices. The device were both turned back on and reported seeing three green status lights for each ins. It was noted that the pt was at the dentist the day before the report for three hours and it was suspected that may have caused devices to turn off. Reference MFR report #3004209178201003196.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."